Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up and down buttons of the insulin pump were popped and hard to press as well as scratches on the screen. Customer¿s blood glucose was 190 mg/dl. Customer stated that the screen was difficult to see. Customer also stated that the time was advanced. Troubleshooting was performed for damaged and button issue. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.